Event description:
Litigation alleges that patient has experienced hip pain that goes down into her left knee and into her foot, weakness and difficulty walking. Patient has elevated metal ion levels. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 9/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the metal ion levels provided are at reportable levels. Updating cup/head and adding stem/sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.